Event description:
Reporting status: serious injury/medical intervention/surgical intervention/permanent damage. Reporting rationale: perforation requiring medical intervention/surgical intervention. Device issue: none. It was reported that a perforation occurred during the use of the whisper es guide wire. A dilatation balloon was used to treat the perforation and it was thought to be sealed. The pt was stable and alert after the procedure and was taken from the cath lab. Approx 30 mins later, the pt experienced shortness of breath and was taken back to the cath lab; however, the pt coded in the elevator. A pericardio window procedure was performed to relieve the pressure around the heart, which was successful. Bypass surgery was performed on the pt. The pt was sent home after recovering from surgery. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined the issue appears to be related to circumstances during the procedure. Vessel trauma, including perforation, is a potential hazard described in the IFU and is not generally associated with a quality issue. Perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. The IFU warns not to move the guide wire against resistance. Because there is no indication of a quality issue associated with the perforation, no manufacturing related root cause can be determined.